Manufacturer narrative:
A ge service rep performed an on site investigation. The touch screen monitor, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that thumbnail images weren't saving correctly and images were mixed up, (data mix). There is no report of injury or death associated with the event described in this complaint.